Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use on a case set up for a cervical lymph node dissection, the strings and threads were falling apart or linting. There was no patient injury.